Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device would not charge its battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. The investigation confirmed the charging issue and determined that the failure was due to an isolated component failure within the main pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).